Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose level was 500-700 mg/dl. Customer performed a supply change, administered a bolus via the pump, and drank water to address the issue, then called 911. Customer went to the emergency room was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved. The customer continued to use the pump for insulin therapy.